Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic ventral hernia repair on (B)(6) 2015 and mesh was utilized. It was reported that the patient has experienced undisclosed adverse injuries following the surgery. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient experienced recurrent hernia. It was reported that she underwent mesh revision on (B)(6) 2015 and mesh removal on (B)(6) 2015. No additional information provided.